Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after receiving inappropriate defibrillation therapy. Upon interrogation, the physician observed the inappropriate therapy was delivered due to noise that was oversensed on the right ventricular (rv) lead. Additionally, low pacing impedance and low sensing was observed on the rv lead. An x-ray was performed and the physician identified rv insulation damage. The antitachycardia therapy was deactivated and the rv lead was explanted and replaced to resolve the event. The patient was in stable condition. During the procedure, rv lead insulation damage was confirmed visually and may have been due to subclavian crush.